Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose and no delivery alarm from the insulin pump. The customer's blood glucose reading was 269 mg/dl in the morning and it went up to 406 mg/dl. The customer was unable to troubleshoot during the time of call. The customer was advised to call back when the alarm occurs in order to troubleshoot.